Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition without asystole, impedance measurements of greater than 3000 ohms, and non-capture. A chest x-ray revealed a kink in the lead. The patient had experienced a fall and hit their chest prior to this. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.